Event description:
Legal claim alleges: on (B)(6), 2009, patient was implanted with a depuy asr hip implant on his right hip. In the months following his surgery, patient started to experience persistent pain and discomfort in his groin, right hip and lower back, as well as a sensation of grinding and clicking deep in his hip. An MRI revealed a fluid collection in his right hip and a blood test revealed elevated levels of chromium and cobalt in his blood. On (B)(6), 2011, patient was revised.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.